Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) an inserted without issues. However, during use of a second clip, it was noticed that the anterior leaflet had slipped slightly out of the first clip but remained stable. A second and third clip were deployed, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.